Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties to interrogate. Technical services (ts) confirmed the device was supported, provided troubleshooting recommendations for the wand, and attempted to resolve the communication issue without success. The local field was informed for support. No adverse patient effects were reported. This crt-d remains in service.